Event description:
On (B)(6) 2012, customer reported that the tubing popped off of the blood sampling valve (bsv), on the hmx al instrument, and a small amount of fluid leaked out. The fluid was not contained within the instrument and the volume was unknown. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and refitted the loose tubing at port 3 on the bsv. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).